Event description:
The physician reports that the crystalens leading haptics tore, when inserting the lens using a staar surgical lens injector system. No further details were provided. Additional information has been requested from the health care professional.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.